Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally it was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose level was 150-200 mg/dl. Customer reverted to an alternate method of insulin therapy.